Event description:
The customer stated that his contour meter read high compared to a freestyle meter. He tested his blood glucose using both meters. The contour read 501 mg/dl, while the freestyle read 98 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The test strips will be returned for eval, and replacement test strips will be sent.